Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Repeated on the veritor 3 more times and the result was again positive. Customer then recollected sample and ran on the veritor and the result was negative, the same sample used an additional 3 times. Samples were sent out for pcr testing and the result was negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
H6: investigation summary. This statement is to summarize the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0261842. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) 1878253 to further investigate. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Repeated on the veritor 3 more times and the result was again positive. Customer then recollected sample and ran on the veritor and the result was negative, the same sample used an additional 3 times. Samples were sent out for pcr testing and the result was negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact. Eua # (B)(4).